Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) longevity was less than expected. Programming options were discussed in order to optimize the longevity. The ICD remains in use. No patient complications have been reported as a result of this event.